Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not discharge while using external paddles with a bedside monitor. The user attempted to shock a patient while performing synchronized cardioversion during a cardiac arrest however heartstart xl serial number (B)(6) (addressed in (B)(4) / medwatch 1218950-2020-04350) would not shock. The user then tried another defibrillator heartstart xl serial number (B)(6) (addressed in this complaint) and was again not able to shock the patient. The patient died. This report has been updated from a death to a non-adverse-event (malfunction) as the patient death is addressed in (B)(4). A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. The heartstart xl instructions for use (publication (B)(4)), instructs the customer, when attempting to do a synchronized cardioversion with external paddles, to monitor with ECG leads through the defibrillator, not through a bedside monitor. Page 7-4 has a warning which states: "artifact introduced by paddle movement may resemble an r-wave and trigger a defibrillation shock. When performing synchronized cardioversion, pads or ECG electrodes are recommended for ECG monitoring." No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips investigated the issue and determined that it is not consistent with a product malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device did not discharge. The patient died. Additional details have been requested.